Manufacturer narrative:
A getinge field service engineer contacted the customer and the customer reported that they solved the problem on the cardiosave and they did not request service. A supplemental report will be submitted upon completion of our investigation. Not returned to manufacturer.

Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) will not power on. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer contacted the customer and the customer reported that they solved the problem on the cardiosave and they did not request service. Device was cleared for customer use.